Event description:
It was reported that vessel dissection occurred. A 3.00 x 16mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure the device failed to cross the lesion and vessel dissection at the distal stent edge occurred. The procedure was completed with a 3.00 x 12mm non-boston scientific stent. No further patient complications were reported.